Manufacturer narrative:
This report is being submitted as follow up number 1 to provide an update on the status of this report. As of october 21, 2016 ashitaka has not received any additional information or the actual sample regarding this event. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code 20 was used in the conclusions.

Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device has not been received and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tr band deflated. Follow up communication with the user facility confirmed the following information: the tr band device deflated after inflation; this caused arterial bleed; the amount of blood loss is unknown; the procedure was completed successfully; and the patient was not harmed.

Manufacturer narrative:
This report is being submitted as follow up number 2 to provide the investigation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation results were based upon evaluation of the user facility information, quality documents and a retention sample from the reported lot number product code combination. Visual inspection found no obvious anomalies. The sample was inflated with 18ml of air and submerged in water to check for a leak. No leak was observed. The same user facility reported a similar event for another device with the same product code/lot number combination, see MDR 9681834-2016-00235. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the retention sample was normal product. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.